Event description:
A valiant thoracic stent graft was implanted in the patient for treatment of a thoracic pre-dissection. Aneurysm and vessel morphology at the time of implant were not reported. However, the length of the dissection was noted as 250mm. It was reported that the patient presented with gastric pain. The physician performed a CT which identified that the dissection was re-per fusing distally. The physician performed an intervention where an additional valiant stent graft 36x36x100 was implanted to extend down to the celiac artery. The intervention was completed successfully. The physician stated that the original dissection went from the subclavian all the way down into the right iliac artery and the original treatment covered from the left carotid to 2cm's above the celiac. The physician did not know the cause for the false lumen reperfusing from the distal edge of the original graft. No additional clinical sequelae were reported and the patient is doing fine. Review of several returned still angio images showed that the stent graft was extended distally approximately 4cm using another valiant stent graft. The cause of the dissection reperfusion could not be determined from these images.

Manufacturer narrative:
(B)(4).